Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on the objective lens. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the unclear image was foreign material on the objective lens. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an image that was not clear. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.